Manufacturer narrative:
Citation: tsubota h, et al. Comparison of porcine versus bovine pericardial bioprosthesis in the mitral position. J card surg. 2021 aug;36(8):2776-2783. Doi: 10.1111/jocs.15627. Epub 2021 may 12. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the peri-operative and mid-term patient outcomes of porcine and bovine pericardial mitral valves. All data was retrospectively collected from a single center between january 2007 and december 2018. Of the 467 patients included in the study population (predominantly female, mean age 74.1 years), 27 were implanted with a medtronic mosaic bioprosthetic mitral valve. No unique device identifier numbers were provided. The authors noted the mean follow-up duration was 3.4 years. Among all patients, 21 in-hospital and 33 mid-term deaths occurred, respectively. No statement was made suggesting a causal or contributory relationship between mosaic and the deaths. Among all patients, adverse events included: transfusion; reoperation for bleeding; ischemic stroke; prolonged ventilation (more than 48 hours); sternal infection; permanent pacemaker implantation; and hospital readmission for heart failure. Mosaic may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.